Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been having ongoing issues with their bladder not emptying. The patient stated they had a prolapse surgery on (B)(6) 2025 and hadn't been able to do anything since then except walk lightly. The patient added that this week they were at the doctor's office and the physician assistant (pa) increased the stimulation and everything was going beautifully until last night when they woke up in the middle of the night with a horrible vibration that jumped like crazy and their whole body had been vibrating viciously since then. The patient noted they weren't anywhere near the two devices when they were sleeping. When asked, the patient stated they had not had any accidents that could have led to the issue, and the patient denied having any imaging or procedures done. The patient added that it was not active enough and not helping with emptying their bladder. The patient also mentioned "it" had gotten better but was not great. The patient was guided through connecting to the implant and they were instructed how to change programs. The patient was on program 1 at 0.8 and felt the vibration all over their lower body and down their left leg more than it did on the right side where the implant was. The patient was able to switch to program 2 . The patient confirmed they were still feeling the stimulation going down their left leg even when the ins was off. The expected stimulation sensation was reviewed with the patient. The patient was then able to increase stimulation and confirmed it was comfortable. The patient was instructed to monitor the issue. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned they had an appointment scheduled with their pa on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back in to ask for assistance in changing their program and turning their external devices off. The agent reviewed general device use and therapy information. The patient mentioned the previously reported information and added that they had tried the first 3 programs and were told to try the 1st program again. The patient mentioned it had been a week since they turned their therapy off, and they still felt vibrating to a point that they couldn't keep their legs still and there was pain. The patient confirmed that they had no recent fall or trauma. The agent walked the patient through changing their program and adjusting to a comfortable level. The patient was redirected to their hcp if issues persisted. The patient was speaking very fast with a lot of information and the agent did their best to document information.

Event description:
Additional information was received from the patient. They called back and repeated issue previously reported regarding ins not helping their symptoms. Patient stated that they have had ins turned off for the past 4-5 months, but that saturday night they woke up suddenly and their body was vibrating. Patient stated they do have a tempurpedic vibrating mattress, but they checked the remote on that and it was not on vibration mode. Patient stated they then thought about ins and they charged their external equipment and connected to ins and saw that ins was on. Patient stated they checked all the programs to make sure none were on and turned ins off again. Patient stated the same issue happened last night and they are so exhausted from not being able to sleep.agent had patient connect to ins during the call and patient stated therapy was off still (they had turned therapy off in the middle of the night again). Patient also mentioned that it was determined their symptoms issues were from medication so they really don't even need ins anymore but haven't discussed removal with their healthcare provider (hcp) yet. Before agent could review device function patient stated they were getting another call, agent reviewed patient can call back when needed. Patient ended call to take their other call. Patient called back. Patient repeated information previously noted. Patient again connected to ins during the call and confirmed therapy was off. Patient stated they are still actively feeling stimulation even with therapy turned off. Agent reviewed device functioning regarding therapy on/off and programs. Agent redirected patient to hcp regarding stimulation with ins turned off, patient asked about local manufacturing representatives (rep) since they can't see their hcp right away, agent reviewed role of rep and again redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.